Manufacturer narrative:
D4 - unique identifier (UDI) # : (B)(4) should be added to the initial MDR. Claim # (B)(4).

Manufacturer narrative:
Patient information:unk. Work order search: no similar complaint was reported for units within the same lot. Claim # 726328.

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vticm5_12.1 implantable collamer lens, -11.00/+3.0/070 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The pateint is happy. The cause of the event was unknown.